Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. There was no moisture damage found under the lcd screen, on the electronic or motor assemblies. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 124 mg/dl at the time of incident. The insulin pump will be returned for analysis.